Event description:
Hcp reported the morphine pump was removed 2002 because of possible infection. The device was returned to the MFR for analysis. A follow up report will be sent when additional info is received.